Event description:
A report was received that the patient's ipg could not connect to the remote control (rc) and was no longer working. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient needs an MRI. No device malfunction was suspected.

Event description:
A report was received that the patient's ipg could not connect to the remote control (rc) and was no longer working. The patient will undergo an explant procedure.